Event description:
A baxter colleague pump rate was incorrect due to a miscalculation of the dose. Lepirudin was ordered at 0.0225 mg/kg/hr. The patient's weight was 94.8 kilogram and the bag was 100 mg/250cc. The rate was set with a 2 nurse check at 2.1 cc/hr. The rate should have been 5.4 cc/hr. There was no injury to the patient.